Event description:
The customer reported a "frog from the top of the unit" during the cycle. Attempted to follow-up with customer regarding potential physical complaints related to the reported "fog" but the customer was not available. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
The fse tested the unit and replaced the oil mist filter, vacuum pump oil, and the catalytic filter. He verified that the system met specifications.